Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was found that the internal module of the ventilator is faulty. The device's internal module needs to be replaced to address the issue. The device needs to be scrapped.